Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The initial result was 176 mmol/l. The repeat result was 138 mmol/l. The repeat result was deemed correct. The sodium electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that detergent was dispensing but not vacuuming which caused an overflow onto the measuring cells. The fse replaced the vacuum and rinsing tubing, cleaned the cuvettes, and adjusted the rinse and detergent volumes. System mechanism checks, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.